Event description:
The dental implant fx3612swc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 27 days after implantation. The doctor noted local infection during surgery. The patient has no significant medical history. The patient has recovered without complications.